Event description:
It was reported that the patient had an episode that was labelled as a supraventricular tachycardia. The onset feature had been programmed on and this kept the ventricular tachycardia event from counting up to detection and treatment. The patient was noted to have significant symptoms of shortness of breath during the 45 minute episode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 6947-58 lead, implanted: (B)(6) 2009. (B)(4).